Event description:
Customer reported that pt developed post operative infection. Pt had left pre-patellar bursectomy in 2003 and presented a month later with cellulitis proximal to incision in thigh. Pt was admitted to the facility for administration of IV antibiotics and discharged in 2003.